Event description:
It was reported that during a procedure, the device jammed and would not fire. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Advancer bypass toward tissue stop,jaws unable to open_open after assisted the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during four non-consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining four clips were conforming according to our manufacturing specifications. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass issues. In addition, the device locked out as intended but the orange indicator was not visible. The antibackup feature was found to be non-functional causing two clips partially formed upon evaluation. These findings are not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.